Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), difficulty was experienced inserting the right atrial (ra) lead into the device header. The lead was able to be properly inserted and the implant procedure was completed without further complication. Boston scientific technical services (ts) discussed troubleshooting techniques. No adverse patient effects were reported.